Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited externalized conductors during a device/lead explant procedure. The lead was explanted and replaced. The patient tolerated the procedure well.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that due to pacing/sensing malfunctions and inappropriate hv shock therapies, the physician elected to explant and replace the lead. The lead was capped back in (B)(6) 2010 and now the physician elected to explant the entire system including the lead.

Manufacturer narrative:
A partial lead was returned in three segments for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.